Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device handpiece had a sealing issue wherein there was a regrasp alert and end tone but unknown energy delivery. There was no patient involvement.